Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cardio cath lab, the md followed the instructions for use, vacuumed the balloon catheter inside of the tray, then removed it parallel to the tray. The intra-aortic balloon (iab) was inserted via the teflon sheath into the pt's left femoral artery. After the iab was inserted, the position was verified to be in the correct position; the md tried to inflate the balloon catheter. The iab did not inflate properly. As a result, the md checked for possibilities as to why the iab did not inflate properly; however, the md could not find any problems. The md decided to remove the catheter from the pt. He finished the procedure with a new kit. The md used a teflon sheath and inserted the second iab through the left femoral artery for the insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed for 5 minutes. There were no reported pt complications. The pt outcome is listed as "there was no harmful outcome to the pt."